Manufacturer narrative:
H11: through follow-up communication livanova learned that the unit was disinfected and tested. The issue could be reproduced: short circuit detected after few minutes from power on. The root cause was addressed to a failure of the compressor. The device's repair was approved by the customer and conducted at (B)(4). The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to corrosion in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t. The most likely cause of the failure is a compressor defect. The complete cooling circuit must be reassembled. This repair is not recommended from an economic perspective and it's unlikely that the device will be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that a short circuit on a heater cooler 3t was detected after few minutes from power on during service activity performed due to solenoid buzzing when compressor was trying to cool the coils. There was no patient injury. * device cleaned and disinfected * testing of the device - error could be confirmed: shortcircuit detected after few minutes from power on. This can be explained with a failure in the compression * factory repair at (B)(6) is needed. * the complete cooling circuit must be reassembled. Due to the reassembling, the motors and the valve block will be replaced. Pressure test, evacuation, refill, test run, cleaning, tsi and vde test will be performed. Deep cleaning will be performed. This repair is not recommended from an economic perspective. It will be an economical loss for the customer.